Event description:
While prepping the special procedures room for a procedure, it was necessary to change the position of the ceiling mounted boom to which both the endoscopy and radiology monitors are mounted. As the staff member was pushing the boom back away from the procedure area, the radiology monitor fell off of the boom toward the staff member. The staff member was able to deflect it away from his body, but was unable to prevent it from falling to the floor. The monitor being a tube variety shattered on impact.no one was injured. The mess was cleaned up and the case proceeded using the main c-arm monitors instead of the remote unit. After the case, the biomed department was called and it was determined that the rotating stand that had been bolted to the boom had broken at the swivel point allowing the monitor to fall even as the base remained bolted to the boom.if the patient had been on the table under the boom or the staff member been unable to deflect the monitor from landing on him, a serious injury could have occurred.